Manufacturer narrative:
Correction sent to update problem code.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported "no discharge." Patient involvement is as yet unknown; additional detail have been requested from the customer. This event will be reported as a serious injury because an adverse event has not been ruled out.

Event description:
A customer reported "no discharge." We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. Additional information was requested, however, the customer did not provide any further details. The customer contacted the philips response center. The response center provided a quote for evaluation to the customer. The device was not evaluated by philips. No ECG monitoring strips or case event files were provided to philips for review. The customer did not accept the quote for philips evaluation. The device remains with the customer. No conclusion can be drawn.